Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged false positive results for 1 patient sample while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The sample generated a positive result for sars-cov-2, negative for flu a & b. The sample was retested on the same instrument and generated negative results for all 3 targets. No patient harm was alleged due to the discrepant result and the results were not reported.

Manufacturer narrative:
An investigation concluded that the observed discrepancy is most likely due to the sample being a weak positive for sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. No product problem was found. (B)(4).